Event description:
A customer reported that their vitros eci analyzer associated incorrect patient demographics with a sample ID. The results were not reported. Upon retesting the sample results were associated with the correct pt name. Mismatched results might lead to inappropriate physician action. There was no report of pt harm as a result of this event.